Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tip of the robotic suction irrigator fell off inside of the patient. The customer retrieved the fragment with a laparoscopic grasper. The procedure was completed, the reported fragment was retrieved from the patient. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that all the fragments were retrieved in the same procedure, the patient has not had any post operative tests or complications due to the issue. The procedure was completed on the same da vinci system. The customer did state that they looked over the instrument prior to use and did not note any issues, the instrument did work for some time before breaking. The customer confirmed that there were no collisions with other instruments that may have caused the issue.